Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off in the user's leg during the injection. The user was advised to have an x-ray, but it was not specified whether that occurred nor was further medical information provided. The following information was provided by the initial reporter: "physician who is a patient using integra safety needle 305270 states he used this needle for the first time. He was able to draw up the medication and administer it, however, when he removed the syringe, the needle was gone. He is concerned that the needle may still be in his leg... Advised to have an x-ray performed to ensure the needle is not still in his thigh... Additional information received on 24-aug-2023 problem resolved. Will use alternate products going forward."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off in the user's leg during the injection. The user was advised to have an x-ray, but it was not specified whether that occurred nor was further medical information provided. The following information was provided by the initial reporter: "physician who is a patient using integra safety needle 305270 states he used this needle for the first time. He was able to draw up the medication and administer it, however, when he removed the syringe, the needle was gone. He is concerned that the needle may still be in his leg... Advised to have an x-ray performed to ensure the needle is not still in his thigh... Additional information received on 24-aug-2023. Problem resolved. Will use alternate products going forward."